Event description:
It was reported that the patient experienced cardiac arrest on (B)(6) 2023. The patient expired on (B)(6) 2023 after withdrawal of care status post cardiac arrest. The cause of death is unknown as the patient expired at home. The death was not considered to be device related. The device operated as expected and will not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2022 at 20:36:41 through (B)(6) 2023 at 9:14:53 and (B)(6) 2023 at 9:20:09 through (B)(6)2023 at 11:48:11 post controller exchange. On (B)(6) 2023 at 9:14:53, the driveline was disconnected consistent with controller exchange. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.